Event description:
User's mother reported that the user was going down an incline onto a football field at the school. Caller stated that the incline was too steep, and that the foot plate caught on the ground, causing the user to fall forward out of the device onto his knees. Caller reported that the user sustained fractures to both femurs, requiring hospitalization and surgery. When asked, the caller reported that the user was not wearing the provided lap belt at the time of the event. This MDR is filed as an adverse event as there is no indication or allegation of device malfunction.

Manufacturer narrative:
No additional information is available. The device was being used in standard function on an incline that was reportedly too steep when the foot plate caught on the ground. As the device was in standard function at the time of the event, no service code was posted. There was no reported damage to the device and no field service visit was necessary or required to return the device to functionality.